Event description:
I flow rec'd a report stating, flow rate was too fast. Pump finished in 42 hrs instead of 48 hrs. Fill volume 100 ml. Medication, 5fu. Flow rate 2ml/hr. I-flow has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the I-flow complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed for the lot and all mfg operations were found to be within specification. Sample was not returned to I flow by the customer for eval.